Manufacturer narrative:
On (B)(6) 2016 - (B)(6) was able to determine what the model name and number are. Added them to this report. The manufacture date is unknown since the serial number is unknown. Upon receipt, the lead under complaint was found cut approx. 48.5 cm proximal to the lead tip. Only a distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular 48.5 cm proximal to the lead tip the insulation was found rubbed through. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was returned without documentation from an unknown source. The serial numbers on the lead is cut off. Should additional information be received, this file will be updated.